Manufacturer narrative:
Facility contact stated they ordered pediatric colonscope connectors (hu0068) but received (hu0069) instead. Upon receipt of the connectors, the part number was verified. Approximately 3-4 days later, when the endoscope support specialist arrived, it was immediately discovered that the wrong connectors had been in use and scopes may have been incorrectly reprocessed. Specialist noticed lower connecting "y" tube was missing. Facility temporarily moved to manual reprocessing/cleaning with an asmadic cleaning solution. New kit was ordered and received correctly. Connectors returned to manufacturer for evaluation. Verified hook-up was labeled incorrectly. Risk is minimal because scope still exposed to disinfectant, the channel would be open as it was submerged. Internal investigation has revealed this to be a single isolated incident. No other product was effected. Issued corrective action to prevent recurrence of this issue. No patient injuries to report at this time.

Event description:
Facility reports pediatric colonscope connectors received were mis-labeled, thus scopes may have been incorrectly reprocessed.